Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if new information has been received. After the event the device was fully investigated by the service technician: no failures were found the equipment was ok. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this as a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation initiations will be completed at this time.

Event description:
(B)(4). During patient treatment a negative flow of the rotaflow appeared. The aorta had collapsed. The venous and arterial lines were pinched and the arterial roller was exchanged. The air was removed from the membrane by recirculation. The entire process lasted 1 minute and 30 seconds. No injuries or death was reported of the hospital.

Manufacturer narrative:
Maquet medical systems, USA (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption #: e2018002. Importer: maquet medical systems USA, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). New information received from the ssu brazil on the 2018-04-12: "the rotaflow did not failure. There was technical error with the procedure made by the perfusionist, which has set in a wrong way the vacuum from vavd, which made a negative pressure with all system when cec started. The maquet specialist confirmed that the equipment are ok for using and the problem was not on a specific machine. A training was made with this perfusionist and other members of the staff. All required procedures for this preventive maintenance are carried out." Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this as a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation initiations will be completed at this time.

Event description:
Internal reference#: (B)(4). One support#: (B)(4).